Manufacturer narrative:
A lot history review (lhr) of rewl0454 showed no other similar product complaint(s) from these lot numbers.

Event description:
It was reported that when the catheter was inserted in the pt, when the guidewire was removed allegedly presented resistance and reportedly ripped the catheter.